Manufacturer narrative:
The unit passed the basic occlusion test and the displacement test. There was no motor error alarms were. However, analysis was unable to prime the unit during prime test due to a faulty force sensor resistor. The motor was tested outside the device and passed. The unit was received with minor scratches on lcd window, a cracked case at the display window corners, a broken reservoir tube lip, and broken battery tube threads.(B)(4).

Event description:
The customer called in to report a motor error alarm during prime. The customer's blood glucose level was 163 mg/dl. Customer stated they were able to complete the rewind sequence. The customer reported falling earlier in the day. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.